Event description:
Outbound patient said she has had a reoccurring staph infection. Also reports not feeling good when shopping. By the time she got home 30 minutes later her hands were white. She noted wet spots on her shirt from leakage of extension tubing. She placed new tubing when she arrived home and effects resolved right away. Tubing replaced, provided lot # 3611972. Did not save tubing. No further details provided.